Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. In addition, it was reported that there was "white powder" where the cartridge connects to the pump. Customer alleged the cartridge was leaking insulin. Customer reloaded the cartridge and successfully resumed insulin therapy. Customer's blood glucose level was 316-349 mg/dl.